Event description:
The customer contact reported a disconnection; subsequently, blood loss was noted. The extension set was being used to deliver normal saline via gravity. The male adapter on the distal end of the extension set was connected to the patient's unspecified access site and an unspecified primary tubing set was connected to the removable clave port on the proximal end. After an unspecified length of time in use, it was reported that the clave port loosened and disconnected from the extension set after the patient rolled over during sleep. An unspecified volume of blood loss was noted. The nurse tightened the connection and the therapy was resumed. It was reported that after the patient's treatment was completed, the extension set was removed from clinical use and the patient was discharged to home. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. The customer contact indicated that the nurses have been re-educated on tightening the connections. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. Product labeling for this device states, "use aseptic technique. Remove caps when required and secure connections." This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).